Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evercross 6 mm x 200 mm balloon catheter self-deflated after 80 seconds of inflation during procedure.